Event description:
It was reported that about a year ago, the patient went through an airport security gate and the implantable neurostimulator (ins) turned off. The patient¿s doctor was able to turn the ins back on. The patient denied turning the ins off prior to going through the security gate.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3889-28, lot# j0401875v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3889-28, lot# j0348932v, implanted: (B)(6) 200, product type: lead. (B)(4).